Event description:
Healthcare professional reported right side "device rupture." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 22, 2024, with lot number 2026616. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as surgical damage and fold flaw opening. Additional observations: ¿ observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "device rupture." Device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 2026616 and catalog number 115-272. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "device rupture."

Event description:
Healthcare professional reported right side "device rupture." Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11mar2024. Additional, changed, and/or corrected data: d9.

Event description:
Healthcare professional reported right side "device rupture." Device was explanted and replaced.